Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a dislodged grip pin. As a result, the grips were found to be dislodged. A review of the instrument log for the prograsp forceps instrument (pn: 470093-10/ lot # n10180406-0058) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2018 on system (B)(4). The alleged event occurred on the 2nd use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was reported that a pin from the prograsp forceps instrument became loose. No injury was evident and no fragment fell inside the patient. However, the instrument grip pin was dislodged with no evidence or claim of user mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument broke as the surgeon was grabbing the rib. A pin fell off the instrument when it was pulled out. No fragments fell into the patient. The procedure was completed with no reported injury.